Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that. A review of the complaint history identified no other incidents reported from this lot. The xience alpine stent system instructions for use state: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the xience alpine stent delivery system (sds) was unable to pass through the predilated right coronary artery due to the moderately calcified and heavily tortuosity anatomy. The sds was removed from the anatomy and additional predilatation was performed. A guideliner was inserted and the sds was reinserted into the anatomy. The sds would not advance through guideliner. Resistance was felt when the sds was removed. It was then noted that the stent had dislodged from the sds. All remaining devices were removed as a unit and the dislodged stent came out with guideliner. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.